Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a severely damaged air detector sensor was found. The customer's problem was replicated and an "air in line alarm" was found in the device's event history log. The device's upstream occlusion (uso) seal was found to be buckling, and the downstream occlusion (dso) seal was lifting off. The main cause of the problem was a damaged air detector sensor, and it was replaced to fix the issue. The uso/dso seals were also replaced.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alerts "air in line". Air sensor damaged. There was no patient involvement.